Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. Customer treated their blood glucose with the insulin pump. It was also found the customer was feeling thirsty from their high blood glucose. Troubleshooting did not find any air bubbles present. Customer could not confirm if they had a bent cannula. The customer's blood glucose was 296 mg/dl at the end of the call. The customer declined to return the insulin pump for analysis.